Event description:
According to the doctor, a viabahn 8mm x 10 cm catalogue # vbh081002 batch code (B)(4) was delivered and deployed to the site. During the process of removing the delivery system catheter, the stent remained attached to the delivery catheter. Multiple attempts to place a wire and balloon to the site to release the delivery catheter from the stent was unsuccessful.